Event description:
It was reported that a malfunction occurred on the pump, identified with the code malf 12, and it was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump; the malfunction code did not recur, allowing the customer to continue using the pump. The customer understood to call back if the issue recurred.